Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet experienced persistent hyperglycemia after an infusion set and cartridge change, with a highest cgm value of 319 mg/dl and a confirmatory glucometer reading of 285 mg/dl; the user reported automated correction dosing, no pump occlusion or high glucose alerts, a cgm sensor error with temporary dosing interruption during cgm replacement, and concern for reduced absorption related to abdominal scar tissue from prior surgery. Symptoms included hyperglycemia. Outcomes included self-management at home without medical intervention or hospitalization. Investigation included review of alarm history, device use data, and troubleshooting with the user. Investigation of this case revealed no device alarms or occlusion indications and suggested a potential infusion site issue or reduced insulin absorption related to local tissue factors, with the new infusion set possibly requiring additional time for effect. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.